Manufacturer narrative:
Section d10 references: product ID wr9200, serial# (B)(6), product type recharger product ID cd9000, serial# (B)(6), product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the recharger antenna didn¿t charge the implant at all. In addition, the recharger hasn¿t been working/powering on for more than a year. The consumer confirmed the recharger had been in the dock with the light on the dock, but the recharger showed no battery indicator lights, wouldn¿t power on, and wouldn¿t charge.